Event description:
It was reported that after sterilization of the instrument, the hospital staff noticed the shaft of the prograsp forceps instrument was peeling off. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed severe scraping on the main tube. Material has been removed. Damage may be caused by a defective cannula. This account has previously returned three defective cannulae, all with dents at the tip likely caused by mishandling. See MDR's 2955842-2007-00021, 2955842-2007-00022 and 2955842-2007-00023. This account has been contacted and a request has been made to return the cannulae used with this instrument for evaluation. After the cannulae evaluation, an assessment will be made to determine if product handling re-training should be administered to this account.